Event description:
It was reported that the right atrial (ra) pacing lead had high impedance readings due to a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator 2006 (B)(6); 5092-52 implantable pacing lead 2006 (B)(6). (B)(4).